Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that a balloon issue occurred. The 98% stenosed target lesion was located in the left circumflex artery. A 10 mm x 2.75 mm wolverine coronary cutting balloon monorail was selected for use. The balloon was inflated once at 12 atm but the balloon could not dilate normally. The device was removed and it was noted that it leaked air during testing outside the patient. There was a pinhole on the balloon and a hole in the outer shaft. The procedure was completed with another of the same device. There were no patient complications and the patient condition following the procedure was stable.